Event description:
A pt reported blood glucose results of "245, 234, 129 246, and 149 mg/dl" with lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.